Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the allergic reaction cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.

Event description:
A 41-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6), 2024. On (B)(6), 2025, the patient's spouse informed novocure that the patient experienced significant pain when the optune gio transducer arrays were applied. It was reported that the patient had a history of skin reactions. On (B)(6) 2025, the spouse further reported that the patient developed painful skin reactions, including redness and wounds, with a burning sensation. The patient's scalp became so sensitive that it was untouchable for several days. To alleviate the discomfort, the patient had tried a wound healing ointment containing dexpanthenol, a skin barrier cream, and a lidocaine gel. Additionally, the patient underwent laser treatment to aid in wound healing. On (B)(6) 2025, the prescribing physician noted that the patient was treated with dimetindene gel for itching and allergic reactions, as well as wound healing ointments containing dexpanthenol and a cortisone ointment, though these treatments did not lead to any improvement. The ongoing low-level laser therapy provided slight relief. The physician also documented that the patient had pre-existing neurodermatitis. The patient continued optune gio therapy despite the symptoms.